Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery is planned to remove the c5 left screw which has backed out of an xtend plate. The plate was implanted in (B)(6) 2018 and found to have backed out in (B)(6) 2018.